Manufacturer narrative:
The exports were provided for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that screws were misplaced during a CT to fluoro, l5 to s1, alif case. L4 and l5 achieved green registration, but s1 was yellow. The site verified that navigation was good on s1, but did not notice that the fluoro to CT comparisons shifted. The surgeon felt like the screws were not sitting in bone, but due to missing the shift, it was thought that the screw were not in the right trajectory. Both screws in s1 were inaccurate while the l5 screws were accurate. After the case, the surgeon took a post-op x-ray scan to confirm that the screws were inaccurate. The surgeon removed the screws and used fluoro with k-wires to insert the s1 screws. There was no patient harm and the procedure was delayed by about 30 minutes. Additional information received from a manufacturer representative reported that the screws were deviated around or over 10mm, but it was suspected that the issue was due to the representative misinterpreted a shift in the CT-fluro registration.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the reported deviations was due to shifts in registration as a cause of interbody insertion, resulting in superior deviation for s1. Attention should be paid to shifts before approval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.